Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. However, the most likely cause of the reported phenomenon is user handling. If additional info becomes available at a later time, this report will be submitted. The instruction manual warns users: "in order to plug or unplug the cable always pull at the plug. Never pull at the cable." Please cross reference associated complaint: MFR report#: 2951238-2015-00090.

Event description:
Olympus was informed that while performing a gynecological resection during two different hysterectomy procedures, two cables sparked and split into two pieces. It was reported that one cable sparked at the connection end of the cautery machine. The other cable sparked at the connection point of the working element end. However, the procedures were completed. Both cables were inspected after the procedure and it found that there was a break in the cable plug where the wire attached to the plug. There was no pt injury reported. Olympus followed up via telephone and in writing to obtain additional info regarding the reported event, but with no results.